Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The locking lever could not hold the video connector firmly. Consequently, the connector would easily get detached when it was moved and cause no image to occur. Additionally, it was noted that color bars were occasionally appearing on the display and the scope socket was worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing the olympus video system center, no image was present. The reprocessing was continued as planned with the subject device without delay. There was no patient involvement during this case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, image failure was confirmed and it was due to the faulty lock release lever of the video connector socket and the worn-out scope socket. The instruction manual of cv-170 describes the following, and the reported phenomenon might have been prevented by following the descriptions: ¿[important information ¿ please read before use]: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.